Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a latch and emergency release button was very loose. A field service engineer replaced two sheered screws in a drawer after turning off the medstation. After reassembling and restarting the medstation, the user logged in and inventoried the medication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure and the cubies were not detected on the communication bus. The customer stated that the user accessed the medication from another station and there was a no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.